Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug vi an implantable infusion pump. It was reported that sometime in 2019 the catheter kinked and had to be replaced. No symptoms were reported. No further complications have been reported as a result of this event. On 2019-07-05 (rep): no additional information was contained in this document.